Manufacturer narrative:
A third party logistics confirmed on the 7th of february 2019 that the order would ship that day. However due to implementation new systems at integra and the 3 party logistics a back log in order shipping arose. On the 7th of february 627 orders were shipped and this order was missed to be added on the shipping list that day. The customer was not informed on the 7th as third logistics didn't inform about the not shipment. When it was discovered that the shipment was not send, an express delivery was arranged but due to distance it was no longer possible to deliver this in time. This is considered to be a one time event no DHR review required as the complaint is not product related. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr (B)(4) and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
A sales representative reported that on (B)(6) 2019 the idrt was not released on time and the operating room did not have the product for the surgery. The operating room had to continue without the idrt and the patient was not optimally treated. It is not possible to determine if there will be further complications after the surgery or during treatment. Patient injury was reported and the event lead to surgical delay, unknown for how long. Additional information received: surgeon says that there was no issue with the delay. During the operation he realized that he could not use the idrt because the wound situation changed. Nothing went wrong, only the delay.